Event description:
It was reported to philips that the system's image processing computer was unable to completely boot up. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information acquired, system was outside of clinical use at the time of reported event. Philips remote service engineer (rse) connected remotely and confirmed the reported issue. As a part of troubleshooting process, the rse analyzed the logfile and found the single occurrence of the reported issue on june 24, 2025. After following days there was no further problems shown, and suggested the cause was a one-time false start of the image processing pc. The customer has not reported any additional problems, and the system remains fully operational and ready for clinical use. The required log file was not available. Therefore, the log file analysis could not be performed. The root cause could not be determined. To date, there has been no recurrence of this issue reported from the customer. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.